Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms reportedly the revision was due to dislocation and a competitor component was implanted; however, it was communicated that no further details and/or information were available. Based on the limited information provided, the root cause of the reported dislocation and the patient impact beyond the reported events could not be concluded. No further medical assessment is warranted at this time. Should clinically relevant documentation become available, the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient had a dislocation. During the thr the reflection interfit acetabular liner was replaced with stryker mdm. There were no delays in the procedure. No other complications were reported.